Event description:
It was reported that during an unknown procedure, the button placed inside the colon would not lock onto spike from the stapler. Unknown how the case was completed. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer anvil half was present and cut and the device was fully loaded with staples. It is possible that the anvil returned does not belong to this device. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with the returned anvil. The device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed into the trocar without any difficulties noted and did not fall during functional testing. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.